Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. The device was evaluated upon receipt. During decon, it was observed that the unit needed to be primed to fill. Circulation pump was serviced during the pm process. Pm performed. Replaced heater, manifold o-rings, drain valves, tank tubing and the coin cell. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation the arctic sun device primed to fill.